Event description:
It was reported that the patient underwent surgical intervention wherein the scs ipg was explanted and replaced to address the issue.

Manufacturer narrative:
An elective replacement indicator message was reported to abbott. The device was not returned for analysis; however, logs and/or session report were assessed and indicate that the battery voltage level of the device is within specifications to trigger the eri indicator. Based on the information received, the cause of the reported incident is consistent with the battery nearing end of service.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's scs ipg indicated the elective replacement indicator (eri) message. A manufacturer representative interrogated the system and confirmed the issue. The device has the appropriate level of battery voltage to provide therapy. However, device replacement may take place to address the issue.